Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) lead was replaced due to impedances. Additionally, imaging revealed two electrodes were found to be fractured and could not be retrieved. The patient underwent a lead revision procedure wherein their lead was explanted and replaced. The location of the device is unknown. No additional adverse patient effects were reported.